Event description:
It was reported that the patient's lactate dehydrogenase (ldh) doubled on (B)(6) 2023. Log files were sent to assess for a concern for thrombus and hemolysis. The log file captured no unusual controller alarms or pump faults, and the pump appeared to be operating as intended.

Manufacturer narrative:
Patient sex and weight: patient information was requested but not provided. Implant date not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. The account reported that the patient¿s lactate dehydrogenase (ldh) levels doubled. The submitted controller event log file captured data from (B)(6) 2023, per the timestamps. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.